Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s bg level was displayed as "high", although a specific value was not given. Cause was not known. The customer addressed their bg with a manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.